Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge batteries) was confirmed. Upon evaluation, the battery board was defective. The cause of the inability to charge the batteries is the defective battery board. The root cause of the defective battery board could be positively determined. No adverse event resulted from the defective battery board inside charger/modem. The patient received a replacement charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support on (B)(6) 2010 to report that when he puts his battery into he charger, it will not charge. A non-reportable decision was made on (B)(6) 2010 as the equipment had not been returned and the alleged deficiency could not be further investigated or confirmed. A re-query of the data on (B)(6) 2013, revealed that the charger/modem had been returned on (B)(4) 2010 and a reportable malfunction was discovered on (B)(4) 2010. The patient had been issued a replacement charger/modem.